Manufacturer narrative:
Currently it is unknown whether the device may have malfunctioned, as the device was not returned for evaluation. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
There were no allegations of patient or user harm. A pts diagnostics technical support specialist reported that an analyzer became warm to the touch upon battery installation. This report is being filed out of an abundance of caution.